Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The evaluation was not able to confirm the reported problem as the sample was received cut into two halves. If additional relevant information is obtained, a follow-up will be submitted.

Event description:
It was reported that tubing was broken on a vented paclitaxel set. This was noticed before use. There was no patient involvement; therefore, there was no injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device is available for evaluation according to the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a supplemental report will be filed upon completion of an evaluation or if any additional relevant information becomes available.